Manufacturer narrative:
(B)(4). Date sent: 9/29/2021. H2: corrected: device evaluation: investigation summary the product was returned for evaluation. Visual inspections were conducted on the returned device. The analysis results found that the el5ml device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; it was noted to be broken and still adhered to the tyvek. This condition affects the sterility of the package. Due to the damages found on the package blister, a possible cause for this condition is due to improper handling during transit or storage. It appears that the package hit a hard surface and this caused the reported event. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H6: corrected: investigation findings: packaging compromised (c160501) is now correct code. File reportability remains malfunction (no change in file reportability).

Manufacturer narrative:
(B)(4). Date sent: 8/13/2021 h2: additional information received: two photos were received for review. During the visual analysis, the following was observed: the first photo shows a package blister damaged from the corner and it appears to be an incomplete seal. A device can be seen inside the packaging. The second photo shows a close-up of the damage to the corner in the package blister. Based on the two photos reviewed. The event described could be confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis below for full analysis details and conclusion. Investigation summary: the product was returned for evaluation. Visual inspection were conducted on the returned device. The analysis results found that the el5ml device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged. It was noted to be broken and still adhered to the tyvek wrapper. Due to the damages found on the package blister, a possible cause for this condition is due to improper handling during transit or storage. It appears that the package hit a hard surface and this caused the reported event. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: photos were received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure, the packaging was damaged, therefore the sterility was compromised and device couldn't be used during the procedure. There was no patient involvement as happened prior to procedure.